Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: other relevant device(s) are: product ID: 9733627, serial/lot #: (B)(4), ubd: 27-oct-2020. The manufacturer representative went to the site to test the navigation system. The system power down when unplugged after 10 se conds. They replaced the uninterruptible power supply (ups) batteries. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a procedure. It was reported that there was an unexpected shutdown during a case. The system was plugged in and it shutdown. The site swapped outlets and booted the system back on, the plan was saved and the case was continued. Additional information was received from the manufacturer representative that clarified the problem that the video flickered in and out just moments before the whole cart powered off. They believe that this seems to be related to a power issue and not a video issue. There was less than an hour delay in the case. No reported impact on the patient. Additional information was received stating that the procedure being performed was a cranial resection. The system powered off before they registered. Then they powered the system back on and the case continued. A medtronic representative came to the site and replaced the uninterruptible power supply (ups) batteries. They were not holding a charge when unplugged. After replacing the batteries, they we re able to leave the system unplugged for more than 5 min.